Manufacturer narrative:
The investigation determined that lower than expected vitros ipth results were obtained when the customer was processing non-vitros, api proficiency fluids on a vitros 5600 integrated system. A definitive cause for the initial, lower than expected vitros ipth result could not be determined. A vitros ipth lot 1040 reagent issue cannot be ruled out as a contributor to the event, as the non-vitros (biorad) quality control fluids used to verify vitros ipth reagent performance may not have been suitable for use around the time of the event. The customer stated that they received a correction notice from biorad, indicating that their quality control fluids may not meet the stability requirements on the insert sheet. Therefore, the performance of vitros ipth reagent lot 1040 may not have been correctly verified and its performance cannot be ruled out as a contributor to the event. The most likely cause of the repeat, lower than expected vitros ipth results is related to the degradation and sample handling of api proficiency fluids. As per api package insert, samples should be tested on the same day they were reconstituted, however the customer conducted repeat testing on api samples that were recently thawed. Api does not have long term storage recommendations for the proficiency samples. Additionally, the api fluids were not stored according to ortho guidelines and the degree of fragmentation of api fluids was likely adversely affected by incorrect storage. An instrument issue cannot be ruled out as a contributor to the lower than expected vitros ipth results, as a precision test was not conducted on the vitros 5600 integrated system around the time of the events. Precision testing, conducted after the events was within acceptable guidelines, suggesting the instrument was performing as expected. A review of patient sample ipth results, tested using vitros ipth reagent and other non-vitros ipth methods, was performed by the customer. However, the true ipth result of each patient was unknown. The customer believed that the vitros ipth results were acceptable and would continue to monitor. No treatment was performed on patients based on their vitros ipth results. The lower than expected vitros ipth results were obtained when the customer was processing non-patient, proficiency fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the events.

Event description:
A customer reported lower than expected vitros intact pth (ipth) results obtained from american proficiency institute (api) proficiency fluids when tested on a vitros 5600 integrated system. The event occurred on (B)(6) 2019. Api ia-02 fluid, initial vitros ipth lot 1040 result of 100.51 pg/ml versus the expected result of 149.76 pg/ml. Api ia-01 fluid, repeat vitros ipth lot 1060 result of 11.37 pg/ml versus the expected result of 62.68 pg/ml. Api ia-02 fluid, repeat vitros ipth lot 1060 result of 25.142 pg/ml versus the expected result of 149.76 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth result was obtained when the customer was processing a non-patient, proficiency fluid. There was no allegation of patient harm as a result of the event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).